Event description:
It was reported that the catheter had migrated from t10 to t12. The report indicated that the catheter was still intrathecal. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported.